Manufacturer narrative:
(B)(4).

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of 58 mm in diameter abdominal aortic aneurysm. It was reported that the patient had an old tube graft in place that developed an aneurysm distal to its anastomosis, which had a contained rupture. The patient was not an open surgical candidate. The patient had poor access vessels and the device would not go up the reia. The physician dottered with 12, 14, 16f dilators and the 16f sentrant sheath would not advance into the aorta due to a shelf of calcium. The physician decided to pta balloon the reia with 6x40mm pta balloon, the device still would not go, manual manipulation was also tried and the left side was totally occluded by the 7f sheath, thus the decision by the physician to do an aui and fem-fem. A 7x40mm pta balloon was then also inflated to try and obtain access. The endurant 20f delivery system was still not advancing so the physician decided to use 8x50mm covered graft from another manufacturer as a conduit. The physician attempted advance the stent graft delivery system; however, it was unsuccessful as the area of plaque where the delivery system was hanging up which was potentially distal to where the covered graft was implanted. Another covered graft 8x100mm was placed in the rci and reia, upon removing this covered graft the patients pressure dropped and it was confirmed that there was a ruptured external iliac distal to the last covered graft that was deployed. A 8mm pta balloon was inflated in the rci artery to decrease blood loose, while prepping 8x150mm covered graft from the distal aorta all the way out of the groin. The patient's blood pressure continued to drop although the external iliac rupture was covered; the previously contained ruptured aneurysm was now ruptured. The physician continued with the placement of the endurant etuf3614c102e and the etew1610c93e. When the patient's abdomen was being decompressed due to blood loss, the patient went into v-tach. The patient was shocked and chest compressions were started, from which they did not recover. The physician stated that the cause of the event was due to calcified occlusive disease and an already contained rupture present. The physician stated that the cause of death was that the contained rupture broke loose while trying to get the medtronic aui up to exclude it. The physician did not believe that the patient's death was due to the medtronic devices.